Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not synchronizing during upgrade. A technical support specialist (tss) identified that the client secure synchronization server url and port, including an obsolete entry, were incorrectly configured and noted the use of a non-fqdn value. Confirmed that a full fqdn was required and reviewed the configuration changes with the server engineer prior to implementation. Updated the configuration with the correct fqdn values and initiated synchronization from impacted devices. Synchronization completed successfully without errors, and validation was received from customer confirming resolution. Customer approved closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not syncing during upgrade. Customer reported that the web server service was unavailable and upon acknowledgement, the system displayed a full download failed error. However, there were no delays or adverse events or injuries reported based on this event.